Event description:
These temperature sensing foleys are a new product for our hospital. This version is silicone with a silver polymer coating for antimicrobial action. A leak developed and the foley catheter had to be replaced. There has been more than one event with this problem of having instances of the tip becoming clogged at the duct hole. Another problem is with the probe coming loose and dangling out. These catheters are smaller than the non-silicone product. We had an instance in the ICU where three patients had no urine output. It was determined that the catheters were clogged, and this was not related to the patient's renal status.